Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix in a retracted position, and dried blood was noted in the area surrounding the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms. The procedure was cancelled as no other spare leads were available. No adverse patient effects were reported. This lead was returned for analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of over 3000 ohms. No adverse patient effects were reported. This lead is expected for return. A good faith effort has been submitted to the field to obtain additional details as to how the procedure was completed. At this time, no further information has been provided.